Event description:
A surgeon reported an intraocular lens (iol) was removed and replaced during the same surgical procedure due to the haptic was cut off. At the pt's one week follow-up exam, he noted that the pt had corneal edema with descemet's folds along with decreased vision. The surgeon reported the use of an unapproved injector and viscoelastic during the surgical procedure. There are three medical device reports associated with this event. This report is for the first pt.

Manufacturer narrative:
The product was not returned for analysis. Results from the product history record review indicated the lens met release criteria. There were no other complaints reported for this lot. The root cause could not be determined. The surgeon reported the use of an incorrect cartridge/injector combination and an unapproved viscoelastic failing to follow the dfu. (B)(4).